Manufacturer narrative:
D10 concomitant product: eea25 eea 25mm sgl use stapler (lot#: unknown) mils, k., miro, m., alba, e., estremiana, f., bettonica, c., aranda, h., calvo, m. And farran, l., gastric conditioning before ivor lewis esophagectomy for cancer: long-term outcomes from the apil_2013 pilot randomized controlled trial. Thoracic surgery volume 316, pages 264-274. Https://doi.org/10.1016/j.jss.2025.07.004 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a study analyzed the long-term results of gastric ischemic conditioning prior to ivor lewis esophagectomy for esophageal cancer patients. From october 2015 to october 2018, 38 patients underwent intrathoracic esophagogastrostomy with the anastomosis performed using an end-to-end 25mm autosuture circular stapler. Postoperative outcome included 2 deaths related to surgical complications (chronic anastomotic leak).